Event description:
It was reported that the patient with this pacemaker experienced a burping sensation post device implant. The patient previously experienced recurring heart perforations during several pacemaker surgeries, indicated by burping symptoms, which led to multiple emergency visits and near-fatal outcomes. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.